Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in china. It was reported that during ECMO procedure the flow rate could not be displayed on the rotaflow console only ¿---¿ were displayed. After renewing the contact cream the failure ¿txrx error¿ occurred. After restarting the device, the ¿txrx error¿ remains. The rotaflow console was replaced with a new one without consequences for the patient. No harm to any person has been reported. Due to the exchange during use a report in is required. The affected rotaflow console with s/n (B)(6) was investigated by a getinge field service technician and the reported failures could be reproduced. The rf flow measure pcba (printed circuit board assembly) (article number (B)(4)) has been replaced. As part of the service the mcp00702755 #battery pack for rfc (article number (B)(4)) has also been replaced. After the replacements the device is working as intended and is back in use. A similar complaint was investigated for the reported failure "txrx error" in getinge life-cycle-engineering (lce). The reported failure was caused most probably by a short circuit on the capacitor c2 on the flow measure board. A similar complaint was investigated for the reported failure "no flow displayed only "---"" in getinge life-cycle-engineering (lce) and the reported failure was caused most probably by a faulty solder point between pin 4 of ic20 and the circuit board on the affected flow measure board. This resulted in a signal attenuation that jammed the generation of the ultrasonic signals. As a result the signal amplitude was only about half of the designed value and only slightly above the threshold for a reliable flow measuring. Based on the investigation results the reported failures could be confirmed. The review of the non-conformities was performed on 2024-02-24 and during the period of 2020-02-04 to 2024-02-22 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The affected rotaflow console was produced in 2020-02-04. For the affected serial number within the timeframe of the search no additional complaint was found for the same issues. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in china. It was reported that during ECMO procedure the flow rate could not be displayed on the rotaflow console only ¿---¿ were displayed. After renewing the contact creme the failure the ¿txrx error¿ occurred. After restarting the device, the ¿txrx error¿ remains. The rotaflow console was replaced with a new one without consequences for the patient. No harm to any person has been reported. Complaint ID: (B)(4).